Manufacturer narrative:
At the time of this report the gliderite rigid stylet has not been received by verathon, however; the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that the handle of a gliderite rigid stylet broke and a piece fell into the endotracheal tube during a patient procedure. The piece of the stylet was removed from the endotracheal tube with no harm to patient or user reported. The procedure was completed with a backup stylet; however, the time required to prepare the second stylet was not reported.